Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. Visual inspection revealed that the battery compartment was cracked along the side of the pump. The returned battery cap threads were found to be stripped. The battery cap was unable to maintain an electrical connection with the pump. The battery cap contact height and width measurements were found to be within the required specifications. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours with the test battery cap and no further power issues occurred. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling near the ok button. All keypad buttons responded appropriately to button presses. Also unrelated to the complaint, evaluation revealed that there was a hole in the audio bolus button cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.